Event description:
Thefollowing information was provided by the affiliate: post-procedure (later that same day) the pt developed ventricular fibrillation and coronary angiography was conducted that revealed thrombus in the cypher stent. This was treated with a 3.5 x 20mm balloon inflated for 1 minute (pressure/MFR unk). In addition, an intra-aortic balloon pump (iabp) was placed. Current pt condition is unk. Per the procedural physician, the cause of the thrombotic event was because ivus was not conducted and the distal portion of the cypher coagulation light also have dilated. The pt's blood coagulation might also have increased. This pt was admitted to the hospital with an acute myocardial infarction (mi) and taken emergently to the cardiac cath lab for further evaluation/treatment. Medications administered prior to procedure are unk. The target lesion is identified as a concentric, bifurcating, class b2, de novo lesion of the proximal and mid left anterior descending artery (lad). The lesion is 20mm in length with no calcification or thrombus present. The lesion was not tortuous. Pre-dilation was conducted with a 2.75 x 15mm balloon at 6 atms for 30 seconds (MFR unk). A cypher 3.0 x 23mm stent was deployed at 16 atms for 30 seconds. Post-dilation was not conducted. Ivus was not conducted. Timi pre-procedure was 2 and post-procedure was 3. Residual stenosis was 0%. Act was not measured. Medications administered the procedure included: aspirin (200mg/day), ticlopidine (200mg/day) and heparin (8000u). Post-procedural medications are the same. Per affilitate there is no additional information available regarding pt outcome.